Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the coude tip of the catheter and the alignment nub were not aligned, making it difficult to know where the coude tip was once the catheter was inserted. However, the complainant was able to insert and use the catheter.

Manufacturer narrative:
Received 1 used urological catheter with the original unit packaging. Per the visual inspection, the coude indicator did not align with the coude tip curvature. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the coude tip of the catheter and the alignment nub were not aligned, making it difficult to know where the coude tip was once the catheter was inserted. However, the complainant was able to insert and use the catheter.

Manufacturer narrative:
Received 1 used urological catheter with the original unit packaging. Per the visual inspection, the coude indicator did not align with the coude tip curvature. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the coude tip of the catheter and the alignment nub were not aligned, making it difficult to know where the coude tip was once the catheter was inserted. However, the complainant was able to insert and use the catheter.